Event description:
It was reported that the battery of a t:slim x2 pump would not charge, and the screen was dark, preventing further troubleshooting due to a cracked touchscreen. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support and is set to receive a replacement pump. If issues persist with the replacement, further troubleshooting will be conducted. Customer indicated they would rely on multiple daily injection (mdi) for backup therapy.